Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a male patient. On (B)(6) 2020 sid (B)(6) generated initial results of 32.25, 56.43 ng/l (positive). The customer runs all troponin-I results in duplicate. Results were not released out of the laboratory. The customer removed the sample from the instrument and re-centrifuged the sample and repeated testing that generated repeat results of 5.98, 5.19 ng/l (negative). The customer's reference range is greater than 34 ng/l is positive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a false elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 15759ui00 was reviewed using worldwide data and determined that patient median for the lot is comparable with other lots in the field. The trending review determined no trends identified for the product related to the complaint issue. Device history record review on lot 15759ui00 did not identify any potential non-conformances, or deviations associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 15759ui00 was identified.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a male patient. On (B)(6) 2020 sid (B)(6) generated initial results of 32.25, 56.43 ng/l (positive). The customer runs all troponin-I results in duplicate. Results were not released out of the laboratory. The customer removed the sample from the instrument and re-centrifuged the sample and repeated testing that generated repeat results of 5.98, 5.19 ng/l (negative). The customer¿s reference range is greater than 34 ng/l is positive. There was no impact to patient management reported.